Event description:
It was reported that the patient underwent generator replacement due to near end of service. The physician believes that the increase in seizures are most likely unrelated to vns therapy. It was reported that the patient may be pregnant which may have contributed to the increase in seizures. The explanted generator has not been received for analysis to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the explanted device was discarded; therefore, product analysis can not be performed.

Event description:
It was reported that the vns patient was experiencing an increase in seizures. The patient was referred for surgery but no known surgical interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. A battery life calculation using the available programming history approximately 1.7 years until neos = yes. Attempts for additional relevant information will be made.